Event description:
The customer contact reported a separation. The secure lock male adapter was connected to the female adapter of a PICC (peripherally inserted central catheter) line and was delivering 11mg of gentamycin, at an unspecified rate, via a pump. At an unspecified time, an unspecified tubing set was connected to the clave y-site on the extension tubing set and was being used to deliver 10% dextrose at a rate of 1ml/hr to keep the PICC line open. At 1517, the customer contact reported that approximately 0.3 ml of bleed back was noted in the tubing set. It was reported that the clinician attempted to flush the tubing set; however, the tu bing was clotted and the PICC line was discontinued. At that time, it was reported that a separation of the distal tubing from the filter of the tubing set was noted. It was reported that the completion of the gentamycin was delayed by an hour due to obtaining a new IV access site. There were no reported adverse patient effects and no reported delay of critical therapy to the patient. No medical interventions were reported. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.